Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a stockert generator and a high impedance occurred without an error. It was originally reported that there was an impedance error and a rf overflow error. The procedure was completed with no patient consequence. Additional information was received on march 23, 2018. Upon connection of the catheter, there was high impedance. The system did not stop ablation when the impedance cutoff value was exceeded. The ablation was manually stopped by using the stop button. The generator was thought to be in temperature control mode, however that is not definite. The issue was resolved by changing the navistar thermocool catheter. The rf overflow error is not MDR reportable because it does not pose a risk to the patient. However, the impedance issue is MDR reportable for the generator since the generator did not stop ablation when the cutoff value was reached. This event has been assessed as a reportable malfunction. The awareness date has been reset to march 23, 2018, the date the reportable information was received.

Manufacturer narrative:
Additional information was received on april 24, 2018. No ablation was being performed as the issue was discovered before the ablation. This additional information changes the reportability from reportable malfunction to not MDR reportable. Since the impedance issue occurred when no ablation was happening, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Manufacturer's ref. No: (B)(4).